Manufacturer narrative:
User facility report (B)(4). At this time, medtronic has not received the suspect device/component from the customer for evaluation. It was reported that the testing was done and the issue could not be duplicated. The ventilator was reported to be in working condition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while on in use on a patient, the 840 ventilator tidal volumes immediately rose when the respiratory therapist (rt) installed the temperature probe and removed the heat and moister exchanger (hme). At first, it was noted that the volumes stayed around 200 to 250 ml higher than the previous volumes. The rt determined they had done the installation of the temperature probe correctly. After about 15 minutes, the rt observed a sharp increase in tidal volumes at which time the ventilator alarmed and displayed "not ventilating. Provide alternate ventilation. Safety valve activated." The patient was placed on an alternate ventilator which used a hme instead of a heater wire. Everything was noted to be back to normal parameters, there was no harm to the patient as a result of the event.